Manufacturer narrative:
User hit by a car, not a product problem.

Event description:
Provider alleges the consumer was crossing the intersection at (B)(6). Driver was making a right turn out of the mall and hit the consumer's chair.